Event description:
The pt reported that about 3 to 4 days ago she noticed a noise coming from her infusion device when giving herself a bolus. The noise was also present during normal basal rate delivery. The pt stated that as a result of the noise, her blood glucose elevated to 320 mg/dl, the morning of this incident. She stated that she could not contribute her high reading to anything else. The pt's normal morning blood glucose level is 130 mg/dl. Her symptoms of high blood glucose included feeling very sluggish and kind of dizzy. To correct her blood glucose the pt administered 10 units of insulin by injection. No medical treatment was necessary. The product has been requested for return to be evaluated.